Event description:
Philips received a complaint on the xl+ defibrillator/monitor indicating that the device had a low electric shock energy. Available details indicate that the device had exhibited symptoms of a failure. It was determined that this was a malfunction of the 453564489001, dfm100 assy capacitor, which was replaced per email response and source case notes, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the capacitor. The reported problem was confirmed. The customer replaced the capacitor to resolve the issue. It has been concluded that no further action is required at this time.